Event description:
Technician developed allergic contact dermatitis. Saw a physician, had patch testing done, and was given triamcinolone acetonide ointment 1%. Hands are improving.

Manufacturer narrative:
The customer was not able to provide the sample or the lot number, therefore, the device history record could not be reviewed. Trending was done. Testing the technician underwent per physician order did confirm an allergy. The esteem glove has passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individual experiencing a reaction to certain chemicals or lubricants used during the manufacturing process cannot be ruled out. We will monitor complaints for any trends.